Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c 501 module. Refer to the attachment to the medwatch for all patient data. The customer stated some of the reported results were updated but others were not updated after repeat testing.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer determined that the sodium electrode was nine months old. The customer replaced the electrode which resolved the issue. He performed precision testing and a comparison between instruments that were acceptable. The investigation determined the customer's maintenance actions resolved the issue.